Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code malf 12, but no notable events preceded the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, which successfully resolved the issue and allowed the customer to continue using the pump.